Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 at 06:51 a stroke code was called as the patient had left sided weakness with both extremities. The patient was also experiencing dysarthria. The neurologist has ordered a head computed tomography (CT), computed tomography angiography (cta) and a computed tomography perfusion (ctp). CT of the head revealed subacute infarct midline and inferior aspect right frontal lobe as well as right posterior right parietal lobe involving right anterior cerebral artery distribution. The patient underwent hyperbaric treatment times 2 with great unimprovement in extremity weakness and dysarthria on (B)(6) 2022.